Event description:
It was reported per field service report that during transport from the operating room the intra-aortic balloon (iapb) console was turning off entering cvrv. During service it was found, battery operation of 15 minutes before 20 minute alarm, then shutting off in one minute, then powering back on. Battery not holding charge. Battery was replaced.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.